Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring= black. Customer returned insulin pump for alleged keypad unresponsiveness/stuck key alarm and was found on 06 june 2022. Device was able to pass the displacement test and self-test. Device failed to pass the keypad voltage test due to left arrow key having 0.8 volts. Keypad was not responsive during testing. No alerts/alarms/stuck key alarm noted during testing. P-cap was inserted and lock into place properly. Device was successfully downloaded using thus for history files and trace files. Stuck key alarms were noted on 06/06/2022 05:05 pm in history files on event date. The insulin pump was cut open to perform a visual inspection and found moisture damage on left arrow keypad trace. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, broken reservoir tube lip, missing display window, cracked reservoir tube lip, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, partially broken retainer, partially detached retainer, cracked retainer, keypad overlay texture damage, corroded keypad trace. Keypad unresponsiveness/stuck key alarm is confirmed due to left arrow corroded keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.